Event description:
It was reported by repair work order that the head end brakes could not hold due to a malfunctioned brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.